Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, the lead left ventricular lead was turned off. No additional information was available.